Event description:
Additional information was received that the valve was not deployed in the aortic valve position. The paddles of the valve were still attached but the outflow crowns were exposed, which did not allow for full recapture. The physician recaptured the paddles and was able to bring the partially recaptured valve back to the descending aorta where the valve was then deployed. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b.5, d.4, h.6 image review: two static images were provided. Images show two deployed valves, one in the thoracic aorta and the other appears to be in the aortic annulus. It was reported that during a recapture attempt, the physician inadvertently turned the knob to deploy instead of recapture. A decision was made to fully release the first valve in the thoracic aorta and deploy a second valve in the correct location. Of note, no adverse event related to moving the dislodged valve to the thoracic aorta was reported. As stated in the instructions for use (IFU), rotate the deployment knob in the opposite direction of the arrows to recapture the bioprosthesis. A partially recaptured bioprosthesis can be repositioned or fully recaptured. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve dislodged at 80% deployment and that the valve was never fully deployed due to di slodging. It was noted that the dislodgment was possibly due to the patient having a smaller left ventricular outflow tract (lvot).

Manufacturer narrative:
Image review: two static images were provided for review of the event description above. Patient¿s executive summary was provided for anatomical review. Patient appeared to have a stentless surgical aortic valve. Patient annulus perimeter measured 63.5mm with a perimeter derived diameter of 20.2mm suggesting a 26mm evolut. Images show two deployed valves, one in the thoracic aorta and the other appears to be in the aortic annulus. It was reported that during a recapture attempt, the physician inadvertently turned the knob to deploy instead of recapture. A decision was made to fully release the first valve in the thoracic aorta and deploy a second valve in the correct location. Of note, no adverse event related to moving the dislodged valve to the thoracic aorta was reported. As stated in the instructions for use (IFU), rotate the deployment knob in the opposite direction of the arrows to recapture the bioprosthesis. If the radiopaque capsule marker band has not yet reached the distal end of the radiopaque paddle attachment, the bioprosthesis can be recaptured or repositioned. During deployment, the deployment knob provides a tactile indication as a notification before the point of no recapture. Once the radiopaque capsule marker band reaches the distal end of the radiopaque paddle attachment (point of no recapture), retrieval of the bioprosthesis from the patient (for example, use of the catheter) is not recommended. Retrieval after the point of no recapture may cause mechanical failure of the delivery catheter system, aortic root damage, coronary artery d amage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, inside a previously implanted medtronic surgical valve, the physician had difficulty releasing the valve at the correct implant depth. Subsequently, the physician inadvertently partially deployed the valve instead of recapturing the valve. The physician was able to perform a partial recapture, however, the outflow struts of the valve were catching. The physician pulled the valve into the thoracic aorta using the delivery catheter system (dcs) and fully deployed the valve. A second 26 millimeter (mm) transcatheter valve was loaded, inspected, and successfully implanted. It was noted that a procedure delay of 15 minutes occurred. The training guidance for slow deployment of the valve was followed, and prior to slowly withdrawing the dcs, the nose cone was centered within the frame of the inflow by slightly retracting the guidewire. The dcs was not twisted or torqued at any point during deployment. It was noted that this was not an issue with the nosecone of the dcs dislodging the valve. No additional adverse patient effects were reported

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-26, serial/lot #: (B)(6) ubd: 31-oct-2024, UDI#: (B)(4). The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.